Manufacturer narrative:
The investigation of the returned pull magnet for this complaint has been completed. The shaft in the pull magnet had corroded, had much rust and it was stuck. It required much force to move. The field service engineer who replaced the pull magnet observed accumulated dried liquid on the magnet and below. The stuck shaft led to the safety valve being open and causing the reported failed safety valve test. The cause of corrosion and consequently the shaft being stuck was the observed dried liquid. The type and source of liquid or how it entered has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that there was considerable leakage while performing the ventilator's safety valve test portion of the pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).